Event description:
It was reported when using the pyxis medbank system, unable to remove item from the drawer. The customer stated that issue occurred during their preparation for a procedure; however, they successfully retrieved it from another cubie pocket. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user required training. A field service engineer guided customer for cycle count and provided proper instructions to pull the drawer out to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.